Event description:
It was reported to philips that host pc failed to boot automatically replaced and configured on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc and configured it with a new license file. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).